Event description:
Information received by medtronic indicated that the insulin pump had damage next to battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer complaint notes, stated pump damaged next to battery cap. Insulin pump received with cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, cracked case at the display window corners and cracked lcd window. The test p-cap/reservoir does lock into place. Pump passed the displacement test. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.